Event description:
Ketosis[ketosis]: a parent report that the patient who was using an induo insulin doser for type 1 diabetes mellitus, experienced ketosis while using the product, and reported that no insulin was coming out of the induo doser, and that the piston rod was not touching the rear rubber stopper of the insulin cartridge. The patient using the induo insulin doser in april 2002. Until the middle of june pt's blood glucose levels were well controlled, but then the blood glucose levels increased to 400-500 mg/dl and the now had ketones in the urine (tested at home). The patient was hospitalized and received treatment with an insulin drip and discharged after 3 days with a normalized blood glucose level. The pt believes that the event occurred because of not performing an air shot before each cach injection and had not made any changes in their diet, medications, activity level or health status when the event occurred. Pt has continued to use the induo insulin doser together with novolog penfill, as well as using lantus, and now performs an air shot before each injection and the blood glucose level is now well controlled.